Event description:
It has been reported to philips that, system was not booting up. System was not in use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) contacted the customer and confirmed system was not booting up. No bios seen when rebooting the host pc. Customer tried forcing shutdown and rebooting but does not resolve. To resolve this issue rse suggested the customer to replace host pc. After replacement of host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.